Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. The lead was returned with the helix extended. It was noted that the defibrillation coil was distorted and the lead appeared damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during implant it was discovered that the lead had the screw exposed during original insertion through the safe sheath. The lead was removed and a new lead was implanted. No patient complications were reported as a result of this event.